Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -what is the total number of procedures affected? - how many devices demonstrated the alleged deficiency on each involved patient event? - package lot number of the clips? - please provide the applier product code and lot number? - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). - what suture type and size was used? - when the event occurred, was the suture placed near the hinge of the clip? - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? - was the applier checked for damaged (jaws straight and aligned)? - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned samples revealed that the xc200 cartridge was received sterile with no apparent damage and 6 clips loaded. In addition, an empty foil was received along with the sterile sample. The cartridge was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips as intended. The clips were as intended and conform to our manufacturing requirements. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture clips were used. During the procedure, it was reported to the sales rep that during an unknown procedure that staff were having issues applying the clips to the suture while using 3.0 vicryl suture. Staff went through a box of clips during the procedure. Staff mentioned this has been an ongoing issue for some time. Unknown number of clips returning. There were no adverse consequences reported. Additional information was requested.